Event description:
It was reported that during sterile processing, it was observed that the attachment device would not spin. The reporter stated that the device was not used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.